Event description:
During preparation for a coronary drug eluting stenting procedure, there was damage to the stent struts. The stent came apart from the delivery balloon and there was a notch found in the stent. The device did not enter the patient's body. There were no patient complications.